Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the event caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: the inspection method for the suggested event is described in the operation manual ¿chapter 3 preparation and inspection section 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation, that the adhesive around the objective lens of the deflectable videoscope was peeled. There was no patient involvement.